Manufacturer narrative:
No device return anticipated due to this being related to a legal case. Concomitants: 101-45-20 - 4.5mm drill bit 20mm 5279686; 160-00-16 - pf stem tapered plasma sz 16 5533992; 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 5537382; 180-65-35 - alteon 6.5mm screw, 35mm 5363986; 186-01-52 - integrip cc, cluster 52mm, g2 5543091. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported that during the investigation of a legal case, a second revision was found. A female patient, who had a left hip revision on (B)(6) 2019, underwent a revision on (B)(6) 2019, for unknown reasons. The femoral head was revised. No further information known. First revision reported under 1038671-2022-01027.